Event description:
The pt underwent a c-section, after completion of procedure when the drapes were removed bilateral thigh burns were noted. Right thig will heal with bid dressing changes with silvadine. Left thigh thickness burn will require excision, possible grafting vs excision with primary closure wound care.